Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose levels on (B)(6) 2017 and (B)(6) 2017. The customer reported feeling bad and the sensors continued to have off readings with sensor glucose level 116mg/dl and blood glucose level 923 mg/dl. The customer reported being taken to the hospital by private vehicle by the roommate. The blood glucose value at the time of admission 981mg/dl and 640 mg/dl. The customer had symptoms of being lethargic and vomiting. The customer was treated for the high blood glucose level for both incidents with an insulin drip. The customer was wearing the pump at the time of both the hospitalizations. The customer declined troubleshooting for the sensor glucose and blood glucose. The customer states the events leading to the hospitalization was relying on the sensor. The customer declined troubleshooting for the high blood glucose levels. The insulin pump will not be returned for analysis.